Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the estimated longevity was much longer than last check. And low impedance and high current drain were also noted. The pt would continue to be monitored.

Manufacturer narrative:
Analysis found normal device characteristics.